Manufacturer narrative:
Email is: regulatory.responses@icumed.com. Eleven (11) device samples were received, three (3) in used condition without the original packaging and eight (8) unused with the original pouch closed. During the visual inspection, contamination was found to be present in each of the returned samples. The complaint was confirmed due to the presence of contamination or foreign material in all samples. The investigation determined that the root cause was from the raw material from the supplier. The supplier found that a certain component of the plasticizer had increased to a level that made it less compatible with pvc and therefore could migrate to the surface as a powder or residue. While the component level was within supplier's specification of plasticizer, the supplier agreed that the level was higher than in past years. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. A significantly tighter raw material specification was implemented for the component(s) of the terminator acid blend that migrated to the surface. This tighter specification will prevent this migration and return this plasticizer to its original state.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon testing cuff prior to intubation, there were tiny bubbles within soft-seal cuff. No patient involvement.